Manufacturer narrative:
A serial number of (B)(6) was provided for the e 801 analyzer. The investigation is ongoing.

Event description:
Upon routine regulatory review of scientific literature, roche diagnostics became aware of an alleged false negative elecsys hiv duo assay result for a patient sample tested on cobas e 801 analytical unit. The publication details a case where a false-negative screening result occurred, correlated with weak p24 antigen detection following the inappropriate use of post-exposure prophylaxis (pep). Refer to the attached journal article.